Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/18/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the cannula or the intact c-ring. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The heater wire was observed to be flexed away from the hot jaw from the base with detachment of the heater wire at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, but the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000289204 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4).the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws separated. The plastic shell/casing on the inside of the jaws of the hemapro was loose and starting to come off mid-case. Nothing fell in the patient. They were not totally certain if the jaws were ever slightly or entirely open when inserting the piece back in. But there was a good chance since they had to take that piece out a few times to clean debris off of the jaws surface. No resistance was noted when inserting the instrument into the cannula. Another box was opened and that device performed appropriately. No harm to the patient or delay in the case.